Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was not fully released, causing the capsule not to detach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to detach. A repeat procedure was performed with no intervention was required. There was no harm caused to the patient and nothing unusual about the patient or the procedure. Also, an endoscopy had been performed prior to the procedure and showed that the esophagus is normal. Lubrication was used to facilitate placement of the capsule and also it was noted that the catheter was not feeling right from the start and there was a crunchy sound. Another capsule was calibrated and placed to continue the procedure. The crunching sound was heard when the plunger was pressed. Upon hearing of the crunchy sound, the physician continued with the deployment process since the plunger was already pressed. Plunger did not spring back at all when rotated for release. The customer pulled back to the white line and the capsule remained on the delivery device. The device has been returned for investigation.